Manufacturer narrative:
Date rec'd by MFR: 22jun2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and a component (u1) on the air flow sensor printed circuit board assembly (pcba) created the air and oxygen flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10may2019. MFR site: correction. The manufacturer¿s international service technician confirmed the reported unknown noise issue. The manufacturer¿s international service technician provided an estimate for repair. However, the customer did not responded to the estimate and the service/repair was canceled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17may2019. The manufacturer¿s international service technician replaced the blower, boot kit, tubing kit and gas delivery system (gds) to correct the phenomenon. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v60 ventilator generated an unspecified noise. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.